Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked/chipped by the front right bottom corner, cracked right and left plunger case and visible contamination. Event log history was performed and indicated that primary audible alarm post was found recorded in history. During analysis, the reported issue was able to be duplicated during power up process. It was noted that interconnect board (loose c9 capacitor) was the cause of the reported issue. Service replaced the interconnect board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure. No adverse effects were reported.